Event description:
On (B) (6) 2010, pt's wife reported, pt has been experiencing ongoing hyperglycemia for a year. She stated, pt boluses through the infusion device as a correction but his blood glucose does not lower. Wife placed pt on the phone and the pt stated his blood glucose has been erratic over the past year. Pt reported his readings range from 35 mg/dl to hi (>600 mg/dl). Pt stated he has been able to treat the low readings on his own. Pt reported his latest elevated reading was 416 mg/dl taken today. He stated, he bolused through the infusion device for correction. Pt reported, the latest low blood glucose reading was 2-3 weeks ago and the reading "was in the 40's mg/dl". Pt's target blood glucose range is 100-150 mg/dl. Pt reported no alarms or errors have been received. Discussed effects of scar tissue on insulin absorption. Insulin does not reach room temperature before filling cartridge. Encouraged to allow insulin to warm first. Pt reported there was leaking of insulin from the infusion set tubing, where it attaches to adapter. He stated he changed the tubing and this resolved concern. Pt is using a competitor's infusion sets. He did not report this to the MFR; encouraged to do so. Pt reported he has gained a lot of weight over the past year. Basal rates were increased approx 3 months ago. Pt believes infusion device is not accurately delivering insulin. Troubleshooting did not find any product issues. Infusion device was replaced and requested return of the alleged infusion device for eval.